Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No further steps have been scheduled yet.

Event description:
The user is unable to hear with the device since (B)(6) 2020. The loss in hearing was gradual.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user is unable to hear with the device since (B)(6)2020. The loss in hearing was gradual.

Event description:
The user is unable to hear with the device since (B)(6) 2020. The loss in hearing was gradual.

Manufacturer narrative:
Conclusion: based on the information received from the field damage to the active electrode as might be caused by device minute mobility appears likely. As the electrode has been received damaged and incomplete, the exact location of the damage could not be found. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is unable to hear with the device since (B)(6) 2020.